Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed by the staff coming through the header of the dialyzer. The machine, a fresenius 2008t machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used as the leak was visually observed by the staff. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was confirmed as an undetermined header leak from the provided photographs, however no definitive conclusion can be reached without a physical examination of the actual device. The first photo shows a dialyzer connected to the machine with blood coming from the upper header cap and blood splattered on the floor. The second photo shows the product label. The third photo shows the upper header cap with the blood leaking. The fourth photo shows blood splatter on the floor. There was no visible damage or cause noted. Potential causes of header leaks include damage to the threads, cracked header caps, and pu build up on the threads causing torque not to be met, delamination, a pu sliver under the o-ring, or a damaged o-ring. The probable causes for these failures to occur may include rough handling and anomalies during the manufacturing process such as incorrect potting ratios or incorrect placement of a dialyzer in the carousel. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed by the staff coming through the header of the dialyzer. The machine, a fresenius 2008t machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used as the leak was visually observed by the staff. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.